Event description:
Following the information provided the patient was transferred from a bed to a chair (by using maxi move passive floor lift model: kmcsan, serial number (B)(6)). During the initial phase of transfer when the patient was lifted from a bed, the clip sling broke. As a consequence of the event the patient fell on the bed, no injury was reported.the lift and sling were evaluated by the arjo representative. The visual inspection of the sling involved in the event confirmed a reported failure. The clip was found to be broken into two pieces (from top to down). The manufacturing date of the sling clips indicated that they were around 20 years old. The lift inspection did not reveal any malfunction.

Manufacturer narrative:
In the instruction for use provided with arjo sling (max01510-int revision 3), there is an indication that: ¿before use: it is essential that the sling attachment cords, the slings, their straps, and the attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced.¿ "the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage and that there is no damage, (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling." Following all information gathered, it can be determined that the cause of the sling failure was wear due to its regular usage over the years. To sum up, while the incident occurred the clip sling and passive floor lift were being used for patient transfer. The sling was not up to the manufacturer¿s specification because the sling clip was broken. We decided to report this complaint to the competent authorities due to an allegation of the clip breakage during the transfer.